Manufacturer narrative:
Concomitant medical prodcuts: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 2100 mcg/ml; 734 mcg/day via an implanted pump. (The lot number was not available) the pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. At the pump refill there was excess residual volume. The refill volume was higher than expected. The exact date of the first discrepancy was not easily found in the chart; at least 3 months of increased volume was documented. A dye study/rotor study was done (B)(6) 2015. The study did not demonstrate any abnormality and the results were a normal study. The cause of discrepancy has not been definitively determined. No interventions have been taken or planned at this time. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved. The patient status was alive; no injury. The patient was still being monitored. Specific patient symptoms, cause of the event, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.